Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was sent by the hospital to be exanimated. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item number: 00877501036, item name: biolox delta ceramic liner, lot number: 2789895. Item number: 00877503602, item name: biolox delta ceramic head, lot number: 2819996. Item number: 00875705201, item name: acetabular shell, lot number: 63193419.

Event description:
It was reported patient underwent hip revision due to periprosthetic fracture after fall. Attempts have been made and no additional information is available.

Manufacturer narrative:
Reported event was confirmed by review of radiographs, however, event is not device related. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.